Manufacturer narrative:
The evaluation noted that wc t, hk p, rg v, cf g, early polyethylene failure in a modern total hip prosthesis: a note of caution, the journal of arthroplasty (2020), doi: https://doi.org/10.1016/j.arth.2019.12.043. Case related to patient ID 1(table 1 of the attached article): this (B)(6) patient with a bmi of 19.18 was implanted with a mcs/gxl acetabulum liner. Post-operative leg discrepancy was reported to be -9.9 mm. At 12 months post implantation, the patient underwent revision for wear of the acetabulum liner and secondary osteolysis. Additional information was requested, however; no additional information was provided. Considering this information is multifactorial and specific information could not be reviewed, it is not possible to draw a conclusion of the cause. This is patient 4 of 12 being reported for patients listed in table 1 of the article being submitted. All cases are captured as the following complaints in exactech¿s global complaint handling system: case (B)(4). No information provided in the following section(s): sex, weight, ethnicity, implant date, (catalog number, serial number, UDI number, and expiration date), implant date, explant date, date received by manufacturer, device manufacture date.

Event description:
Wc t, hk p, rg v, cf g, early polyethylene failure in a modern total hip prosthesis: a note of caution, the journal of arthroplasty (2020), doi: https://doi.org/10.1016/j.arth.2019.12.043. This (B)(6) patient with a bmi of 19.18 was implanted with a mcs/gxl acetabulum liner. Post-operative leg discrepancy was reported to be -9.9 mm. At 12 months post implantation, the patient underwent revision for wear of the acetabulum liner and secondary osteolysis. Additional information was requested, however; no additional information was provided. Considering this information is multifactorial and specific information could not be reviewed, it is not possible to draw a conclusion of the cause. This is patient 4 of 12 being reported for patients listed in table 1 of the article being submitted. All cases are captured as the following complaints in exactech¿s global complaint handling system: case (B)(4).